Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured resulting in ten inappropriate shocks to the patient. The rv lead was programmed off. No further patient complications have been reported as a result of this event.